Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure "small spots of what looks like flakes of material is on scopes insertion and light guide tubes. The specks look like small pieces of paint chips" was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during the device evaluation, the duodenovideoscope exhibited a small spots of what looks like flakes of material was on scopes insertion and light guide tubes. The specks look like small pieces of "paint chips". The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.